Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that during an end of service revision surgery, there was a "problem with the lead." The surgeon implanted a new vns therapy system. The explanted products have been returned to the MFR and are pending a product analysis. Attempts to obtain add'l info have been made, but have been unsuccessful to date.